Event description:
It was observed during the device inspection, that the gastrointestinal videoscope exhibited foreign object in rubber a. There were no reports of patient involvement.

Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 2 years since the subject device was manufactured. Based on the results of the investigation, the cause of the foreign material on the bending section cover could not be specified. Additionally, possibly the foreign material could not be removed due to physical damage to the device despite correct reprocessing. However, a definitive root cause could not be identified. The instruction manual states the detection method associated with the event in "instructions for gif/cf/pcf-290 series, operation manual, chapter 3 ¿preparation and inspection¿, and preventative measures in "instructions for gif/cf/pcf-290 series, reprocessing manual, chapter 5 ¿reprocessing of the endoscope (and related reprocessing accessories)¿ describes how to prevent the subject event. The legal manufacture reviewed the customer provided the cleaning disinfection and sterilization (cds) processes where no obvious deviations from instructions for use (IFU) were identified. Olympus will continue to monitor field performance for this device.

Event description:
It was observed during the device inspection, that the gastrointestinal videoscope exhibited foreign object in distal sheath. There were no reports of patient involvement.